Manufacturer narrative:
The manufacturer previously reported an issue related to sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The patient refused to provide details on contact information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged dheadache and visualization of black particles. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 05/01/2023 for further evaluation. The device was evaluated on 05/26/2023 . There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated external and internally brown substance stains on the inside of the front of the enclosure at the rim and outside of the enclosure back door panels and unknown tiny black and white contamination dust like inconsistent with degraded sound abatement foam also observed on hte bottom of the enclosure with some potential black hairs or fibers. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirm the presence of degraded sound abatement foam and there is no evidence of damage of the device which suggest that the source of contamination was external to the source and they can confirm the black tiny particles contamination but no contamination consistnet with degraded foam. Section d8, d9, h2, h3 and h6 were updated.